Manufacturer narrative:
Manufacturing date -- august 24, 2016 ¿ august 26, 2016. The device was not returned, however a photograph was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. For the reported condition a flow rate test must be performed on the physical device to verify the flow rate accuracy. Therefore the condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced what appeared to be an underinfusion while connected to a small volume folfusor. The device was filled with 4300mg of fluorouracil hs diluted with an unreported volume of 0.9% sodium chloride (filter spike 1mg) at an infusion rate of 2.75ml/hr. There was no patient injury or medical intervention associated with this event. No additional information is available.